Event description:
A baxter service technician reported an infusion pump with a 550 failure code that was found in the device's event history during service. The hospital representative stated that there has been no report of patient incident involving this pump since the last baxter service event.